Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that there was a problem with the injector, the implant was stuck in the injector when trying to use. The surgeon used another implant and procedure was completed without any impact to the patient. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.